Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the capsular bag tore. The iol was removed intraoperatively and replaced successfully with a different lens model.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.